Event description:
Customer stated that he used 2 instant cold packs without the covers and used ace bandages to keep them in place. Only one of the packs leaked but he isn't sure where it leaked from. Suffered burns from cold packs on the inside of both knees.